Event description:
It was reported the patient experienced weakness and numbness in the right leg following pump and catheter implant that day. The physician had contacted an additional consultant and a "work up" was in progress. Additional info has been requested, but was not available on the date of this report.